Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. The reported malfunction was not observed during functional evaluation. The device had two procedures defined, arthroscopy and tower. Tower button options were set to frame capture with no acc1 and acc2 ports enabled. The arthroscopy button options were set to acc1 and acc2 enabling use of rear ports, no frame capture option was set. The peripheral control ports and button options for each procedure worked as defined by their settings. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a knee scope the lens 4k ccu jacks on the back were broken and it does not take pictures. No delay was reported. It is unknown if there was an available back up device. No complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.